Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There was no device dropped. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that device was leaking. Verified by functional testing. Water tank cracked and bent microswitch. No action taken due to the condition of the device, it is deemed beyond economical repair and will be scrapped. The cause of the reported issue was not found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.